Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, unable to confirm blood at the insertion site due to the customer did not return the insertion needle.

Event description:
It was reported that the customer had issues with his sensor and blood glucose level readings. The insulin pump went into threshold suspend when his blood glucose levels were not low. His blood glucose level was 105 mg/dl but the sensor glucose reading was 70 mg/dl. The sensor and blood glucose level difference was not within an acceptable range. The customer mentioned blood at the site and the sensor's adhesive did not stick due to this issue. He also noticed that when he pulled the sensors out, they were almost always bent at the very end. He received a calibration error alarm. The product will return. Nothing further to report.